Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the worsening pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After the transseptal puncture was performed, a small pericardial effusion was observed. The procedure was continued. The steerable guide catheter (sgc) was inserted without issue; however, the pericardial effusion worsened and the activated clotting time (act) was 364. Pericardiocentesis was performed and protamine was given for clotting. The patient was sent for surgical treatment and confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: catalog number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported pericardial effusion appears to be related to procedural circumstances as initially a small effusion was noted after transseptal puncture, which then worsened after insertion of the sgc. The reported patient effect of pericardial effusion, as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, the following information was provided: after the steerable guide catheter (sgc) was advanced 2cm into the left atrium, it was noted that the pericardial effusion had worsened. The patient was sent for surgery for overstitching; however, no rupture could be found. No additional information was provided.